Manufacturer narrative:
(B)(4). One picture of the device involved in this complaint was received for visual analysis. Based on the picture received for evaluation, it is not possible to appreciate any damage or cracks. One opening is visible on the part but this opening is part of the design. It is not a defect. A dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. No corrective action can be established at this moment since the device sample has not been returned. Customer complaint cannot be confirmed, based only on the information provided. To perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the physical sample of the device involved. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges that the aquapak adaptor was broken, and as a consequence a leak appeared. It is unclear if the alleged issue occurred during use. There is no report of patient involvement. There is no reported injury or delay in treatment, to any patient.

Manufacturer narrative:
(B)(4). (B)(6) has reported that the package containing the sample was damaged in transit and discarded; therefore, an investigation could not be performed.

Event description:
Customer complaint alleges that the aquapak adaptor was broken, and as a consequence a leak appeared. It is unclear if the alleged issue occurred during use. There is no report of patient involvement. There is no reported injury or delay in treatment, to any patient.